Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blood glucose level of 308mg/dl and during troubleshooting they mentioned that the insulin pump's drive support cap was loose. The customer treated with insulin pump. The insulin pump will not be returned for analysis.